Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor scan of hi (greater than 27.7 mmol/l) while using the adc freestyle libre 2 sensor. On (B)(6) 2022, the customer self-treated with "400 units" of insulin based on the sensor scan, and a post-treatment sensor scan of 3.3 mmol/l was obtained. Consequently, the customer experienced a loss of consciousness and the son provided the customer some honey as treatment and then called emergency services. The hcp provided the customer unspecified treatment for the diagnosis of hypoglycemia and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor scan of hi (greater than 27.7 mmol/l) while using the adc freestyle libre 2 sensor. On (B)(6) 2022, the customer self-treated with "400 units" of insulin based on the sensor scan, and a post-treatment sensor scan of 3.3 mmol/l was obtained. Consequently, the customer experienced a loss of consciousness and the son provided the customer some honey as treatment and then called emergency services. The hcp provided the customer unspecified treatment for the diagnosis of hypoglycemia and no further information was provided. There was no report of death or permanent injury associated with this event.